Manufacturer narrative:
Pump received with button error alarm and no button response due to corroded keypad traces. Failure analysis was unable to perform the displacement test due to no button response. Pump received with cracked reservoir tube lip, minor scratched lcd window, scratched reservoir tube window, and cracked belt clip slot. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The father reported via phone call that the customer received a button error alarm. The customer's blood glucose was 80 mg/dl. The customer could not recall any significant events leading to the alarm. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.